Event description:
It was reported that the usb charging cable was difficult to fit into the charging port, making it difficult to charge. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.